Event description:
It was reported that patient presented to an outside facility with complaints of low flows and syncope. The patient was found to have an aortic root thrombus on echocardiogram and right ventricular failure (rvf). They then developed multi system organ failure. An impella rp was implanted at the outside facility and then the patient was transferred to the implanting center. The patient was maintained on a heparin drip due to the thrombus. The patient ultimately passed away due to multi system organ failure on (B)(6) 2024. It was reported that the heartmate 3 functioned as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. Additionally, the low flow alarms could not be confirmed through this evaluation. A specific cause for these alarms could not be conclusively determined through this evaluation. The patient ultimately expired due to multisystem organ failure. It was communicated that the device operated as expected. The device was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (including right heart failure), thromboembolism, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Section 6 of the IFU, (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.